Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after self-starting the ilet system, with glucose levels reportedly exceeding 400 mg/dl over several days, and attributed the issue to a 6 mm infusion set cannula length while expressing preference for multiple daily injections and manual dosing control. Symptoms included hyperglycemia without reported ketosis, diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included use of subcutaneous insulin by pen as back-up therapy and no medical intervention or hospitalization. Investigation included review of training status and device use data, which indicated the user canceled formal training and self-initiated therapy. Investigation of this case revealed no device alarms, no device malfunction reported, and uncertainty regarding infusion site suitability; the complaint was categorized as hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.